Manufacturer narrative:
(B)(4). An actual sample was sent for an evaluation. On visual inspection it was found that the male luer lock was broken. The reported problem was confirmed. The cause of this occurrence was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of an administration set that had a connector broken before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.this is a product not distributed in the us and does not have a 510k number.